Manufacturer narrative:
The pump was received by mmdg and subjected to a number of tests. The pump was operating within product specifications. Visual inspection of both the outside and inside of the device indicate that the fire originated outside of the pump from external sources.

Event description:
The initial reporter stated that the device caught on fire. Upon follow up from mmdg, the initial reporter stated that they were not able to provide a suspected cause of the fire, but mentioned the patient's house "smelled like a smoker lived there". (B)(4).